Event description:
In 2009, the patient reported the up and down buttons on her insulin infusion device are showing some "resistance." She said, she had an elevated blood glucose reading of 250 mg/dl at noon today and she tried to treat her reading by bolusing insulin, but she said when she pushed on the button, it did not respond. She said, it took all afternoon to get her readings to decrease. She stated today was the first time she noticed the buttons not responding. Her device has not been dropped. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.